Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to a nuclear sclerotic cataract and a capsular tear. The reporter indicated during the surgery, the patient's bilateral suspensory ligament was loose and the left anterior suspensory ligament was broken. Cataract surgery was performed and an iol was implanted. The reporter indicated the cause of the event was due to patient related factor (the patient was nervous).

Manufacturer narrative:
Corrected data: (b))(4). Claim#: (B)(4).